Manufacturer narrative:
Unit passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No off no power anomaly noted. Unit received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window and cracked case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has turned off in the middle of the night, without a warning. The customer stated the insulin pump will alert off no power without prior low battery alert. The customer stated that after changing the battery the device turns back on; however, this has happened twice within the past two weeks. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed. The customer did not know the type of battery being used. The customer stated that the battery was not previously used, the device was not dropped, the battery cap is not loose or damaged. The insulin pump will be returned for analysis.